Event description:
It was reported to boston scientific corporation that a lynx system was used during an unknown procedure performed on (B)(6) 2007. According to the complainant, immediately post procedure, the patient presented with significant pain and difficulty voiding. The patient was catheterized for a duration four months after the procedure. More recently, the patient passed stool with what appeared to be "a clump of" mesh fibers in it. Once this passed she was then again able to pass stool. The patient is currently catheterized. It was also reported that follow up physicians indicated possible nerve damage. The patient is scheduled to have the sling removed on (B)(6) 2010. It was also reported that there was a development of urethral polyps, chronic pain, pudendal neuropathy, neurogenic bladder and bowel dysfunction. (B)(4). The reported catalog and lot numbers do not match any lynx devices. The reported catalog number is 856300 and the reported lot number is 0017042402. Several attempts at follow up have been unsuccessful.